Event description:
It was reported that the patient underwent a l3-4 alif with an interbody cage and rhbmp-2/acs. At an unknown time post-operatively the patient developed erectile dysfunction and sterility.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2000 the patient underwent MRI of lumbar spine, which demonstrated decreased t2 signal intensity at upper two and lower two lumbar discs, suggestive of degenerative changes and desiccation. Prominent disc bulging at ll - l2 and l2 - l3 and moderately large central and left paracentral disc herniation at l4 - l5 level with central disc herniation at l5 - s1 level. On (B)(6) 2001 the presented with complaints of low back pain across his low back with occasional bilateral buttock and posterior thigh pain radiation without any pain radiation more distally. Impression: lumbar disc derangement, no improvement with recent injections. Internal disc disruption (idd) of lumbar disc was a possibility. On (B)(6) 2001 the patient underwent discography at l3-4, l4-5 and l5-s1. Patient was put on prone position. A right- sided approach was chosen, as the pain is more on the other side. After confirming correct positioning of the needle in ap and lateral views, a 25g x 6 inch qp discography needle was introduced through the 20-gauge introducer. Disc annulus was punctured with characteristic feel followed by loss of resistance as nucleus was entered. Correct positioning was confirmed in ap and lateral views. In a similar fashion other disc spaces were entered and positions confirmed. Radio-opaque dye mixed with ancef was then injected into each disc in succession. Impression: discogram was suggestive of symptomatic internal disc disruption (idd) at l4-5 and l5-s1 levels; normal discogram at l3-4 level. On (B)(6) 2001 the patient presented for follow-up after l3-s1 discography, which showed symptomatic internal disc disruption (idd) at l4-5 and l5-s1 levels. Impression: lumbar disc derangement with discographic evidence of idd at l4-5 and l5-s1. On (B)(6) 2001 the patient presented for pre-op physical examination. Impression: lumbar disc disease, osteoarthritis of knees, hx carpal tunnel syndrome. On (B)(6) 2001 the patient presented with diagnosis of l4 to s1 stenosis, discogenic pain and underwent the following procedures: l3 bilateral hemi-laminectomy, l4 laminectomy, l5 laminectomy, iliac crest bone graft, interbody fusion l3- 4 and interbody fusion l4-5 and instrumented fusion of l3 to l5 bilaterally. Per op notes, after completion of hemi-laminectomy, foraminotomies and discectomies. A bone graft had been taken using the standard technique with an incision through a separate fascial incision to visualize completely the bone graft lateral aspect and using osteotomes, it was possible to remove large cortical piece, as well as cancellous. The inner plate was kept intact. The bone graft was then chopped up into morcellized sections. At this point, it was possible to progress and ream with the polar interbody cage, first with the inserting guide and then the reamer, tap and the cage itself with bone graft within it. The bone graft had been placed anteriorly prior to placing the cage. This was then repeated at the next level. At this point, both of these interbody cages had been placed, trans-foraminally, able then to measure the rods and the rods were then placed within the heads of these screws. Once this was done, high speed air drills were used and laterally running over the transverse process, debriding these areas until cancellous bone was noted. Bone graft was then placed out laterally, allowing good stability and a fusion in future. On (B)(6) 2003 the patient presented for a follow up on his knees, as he has been having problems since his surgical intervention in (B)(6). Assessment: right knee pain with effusion, status post total joint replacement (B)(6) 2003, chronic pain secondary. On (B)(6) 2004 the patient underwent MRI of the lumbar spine due to disc herniation l3-4. Impression: extensive post surgical changes l4-5 and ls-sl. Well maintained canal without spinal stenosis. No evidence of recurrent herniation or new herniation about the surgical site. There was evidence of mild bulges at l1-2, l2-3 and l3-4. There was evidence of epidural scarring on the left at l5-s1. On (B)(6) 2005, (B)(6) 2006 the patient presented for normally scheduled follow-up visit. The patient did not show any addictive behavior and adverse effects from the prescribed medications. Impression: multilevel lumbar radiculitis on the left side greater than right. On (B)(6) 2005 the patient presented for follow up on his knee and his back, due to recent knee surgery that was still healing. Assessment: chronic low back pain, hx of lumbar disc disease, possible bone cyst with spinal cord irritation. On (B)(6) 2006 the patient presented for evaluation after jarring his back. Assessment: acute low back pain, myospasms of the lumbar paraspinal musculature, hx of herniated discs with ddd, status post lumbar laminectomy 2001 with fusion. On (B)(6) 2006 the patient presented for evaluation of a cyst on the back. Assessment: abscess of the back, sebaceous cyst. On (B)(6) 2006 the patient presented for the removal of the drain. On (B)(6) 2006 the patient underwent MRI of the lumbar spine. Impression: post-operative and degenerative changes were again demonstrated. A small component of right lateral disc herniation at l3-l4 was unchanged. There were no new findings. On (B)(6) 2006 the patient presented with a diagnosis of lumbar disc degeneration with radicular symptoms and underwent caudal epidural injection procedure. Patient tolerated the procedure well and there were no complications noted. On (B)(6) 2006 the patient presented with chief complaint of lumbar pain with extension into the buttocks. Impression: lumbar axial pain. On (B)(6) 2006 the patient presented with chief complaint of low back pain. Impression: lumbar radiculitis. On (B)(6) 2006 the patient presented with chief complaint of low back pain and leg pain. The patient was still having significant amount of muscle spasm and lower back pain. Impression: discogenic low back pain, status post spinal fusion and lumbar radiculitis on (B)(6) 2006 the patient presented for follow up on his back, due to discomfort in his low back that radiates to the right thigh and the right lateral hip area. Assessment: lumbar disc disease, right radiculopathy, possible associated right greater trochanteric bursitis, chronic pain syndrome.. On (B)(6) 2006, (B)(6) 2007 the patient presented with chief complaint of low back pain and bilateral leg pain. Impression: discogenic low back pain; lumbar radiculitis/radiculopathy at l4-l5 and l5-s1 levels right greater than left; status post spinal fusion. On (B)(6) 2007, (B)(6) 2008 the patient presented with a chief complaint of low back pain. The patient was also scheduled for evaluation secondary to his low back pain. The patient complained that his low back pain radiates into his buttocks and hips. Impression: chronic lower back pain of discogenic nature; lumbar radiculitis/radiculopathy at l4-l5 and l5-s1 right greater than left; status post spinal fusion surgery/juxtafusional syndrome. On (B)(6) 2008, (B)(6) 2006 the patient underwent emg and electro-diagnostic study which demonstrated no electro myographic evidence of lumbosacral radiculopathy (l2 to s1 roots) bilaterally. Bilateral prolonged h wave¿s latencies may represent chronic s1 radiculopathies. On (B)(6) 2008, (B)(6) 2009 the patient presented with chief complaint of low back pain, the patient had a scheduled follow-up evaluation secondary to his low back pain and left lower extremity radicular symptoms. The patient was deemed as an appropriate candidate for scs trial by his surgeon. Assessment: disc displacement with radiculitis/lumbar, degeneration, lumbar/lumbosacral disc, low back pain syndrome, post laminectomy syndrome, lumbar. Additional assessment: chronic low back pain of discogenic nature; lumbar radiculitis/radiculopathy at l4-l5 and l5-s1 right greater than left; status post spinal fusion surgery/juxtafusional syndrome. On (B)(6) 2009 the patient presented for a complete physical examination and blood work. Assessment: chronic low back pain, lumbar disc disease, advanced degenerative arthritis, presbyopia. On (B)(6) 2009 the patient presented with chief complaint of low back pain and reported that the lower pain was stable with pain medication. Assessment: post laminectomy syndrome, lumbar. Radi culitis-thoracic/lumbar, low back pain syndrome, disc displacement with radiculitis/lumbar, chronic pain-other. On (B)(6) 2009 the patient presented for spinal cord stimulation; lumbar implantation of trial stimulation leads bilaterally. The patient tolerated the procedure well and there were no complications noted. On (B)(6) 2009 the patient underwent the procedure of spinal cord-stimulating electrode and lead removal. The patient tolerated the p rocedure well and there were no complications noted. On (B)(6) 2010 the patient presented with chief complaint of low back pain. The patient complains of the low back pain continuing to radiate into his left leg and foot associated with numbness and tingling. Assessment: post laminectomy syndrome, lumbar. Radiculitis-thoracic/lumbar, low back pain syndrome, disc displacement with radiculitis/lumbar, chronic pain-other. On (B)(6) 2010 the patient presented with complaints of sore reddened swelling of the posterior neck that came up suddenly over the weekend. Assessment: abscessed sebaceous cyst of the neck. On (B)(6) 2010 the patient presented with complaints of low back pain. Assessment: post laminectomy syndrome, lumbar. Rad iculitis-thoracic/lumbar, low back pain syndrome. On (B)(6) 2011 the patient presented with chief complaint of low back pain. Assessment: dx of spondylosis, lumbar without myelopathy, post laminectomy syndrome and lumbar radiculitis. On (B)(6) 2011 the patient underwent MRI of lumbar spine with and without contrast open due to neuritis. Impression: severe arthritic changes l3-4 with severe neural foraminal narrowing, possibility of l3 nerve root compression would be raised bilaterally. On (B)(6) 2012 the patient presented with complaints of pain located in the buttocks and in the tailbone area, the patient also mentioned some trouble with erectile dysfunction. Assessment: erectile dysfunction, recurrent (B)(6) labialis. On (B)(6) 2012 the patient presented to the office to have the sebaceous cyst excised. Assessments: sebaceous cysts neck and back. On (B)(6) 2012 the patient underwent MRI of lumbar spine, which demonstrated l3-l4 severe facet arthropathy with severe foraminal nar rowing with possible l3 nerve root impingement bilaterally. On (B)(6) 2012 the patient presented with complaints of swelling of the left elbow. Doctor¿s assessment was left olecranon bursitis. On (B)(6) 2012 the patient presented with chief complaint of low back pain. The patient complains of low back pain radiating into his right buttock and legs. Assessment: spondylosis, lumbar, without myelopathy, post laminectomy syndrome, disc displacement with radiculitis, chronic pain, low back pain syndrome. On (B)(6) 2013 the patient presented for evaluation of an upper respiratory tract infection. Doctor¿s assessments were acute bronchitis, erectile dysfunction. On (B)(6) 2012 the patient underwent lumbar diagnostic facet joint injections at right l3-l4 and l4-l5 levels. Hard copy of the fluor oscopic pictures obtained confirming correct positioning of the needle into the facet joint at each level. Patient tolerated the procedure well and there was no complication noted. On (B)(6) 2013 the patient presented for annual physical examination and pre-operative medical evaluation on (B)(6) 2013 the patient presented with pre-operative diagnosis of l3-4 spinal stenosis and instability, previous lumbar fusion l4 to s1. The patient underwent the following operative procedures: neuro-monitoring with free running emg, fluoroscopic interpretation, neuro-stimulation of screwsx4, l3-4 bilateral posterolateral fusion, l3 to l5 right posterolateral fusion, auto graft and demineralized bone matrix. Extracavitary approach to the lumbar spine, l3-4 anterior discectomy, l3-4 interbody fusion with implantable cage and bone morphogenic protein; posterior approach to the lumbar spine, l3 laminectomy, revision l3-4 laminectomy and foraminotomy, right-sided complete foraminectomy, removal of hardware left screws, exploration of fusion mass bilaterally, l3-4 left instrumented fusion, segmental l3 to s1 segmental right instrumented fusion. Findings: the patient with a history of spinal stenosis had a previous decompression and fusion. But, then had progression of symptoms over the top of the previous fusion. Per op notes, an incision was made down the midline of the spine for the posterior aspect of the surgery. Lamina of l3 and l2 were found and went over the facets at these levels. All the instrumentation like rods and screws were found. On the left side a strong and healthy fusion mass was found, but was covering the screws hence had to be debrided and taken down. The rods and screws at l2-3 were found; the screws were extremely tight and could not be removed at this point. It was possible to go to the contralateral side and remove all the screws and was checked with neuro stimulation to make sure that they were in excellent position. After placing screws into the l3 and l4 levels, they were checked with neuro stimulation for positioning. The 7.5mm screws were placed in the upper level and other deformities were noted. Through standard fashion with placement of rods on the left side, rods only needed to be going from l3 to l4 and these were placed and tightened and then on the contralateral side had to go from l3 to the sacrum, once these were all in position, the end caps were locked and broke off, then the transverse processes and the bone graft were decorticated. The incision was made in a standard fashion into the disk and then pituitaries going across the contralateral side. Once this was done, it was possible to open up the space using a cobb elevator across the contralateral side to just tear the annulus and then progression of serial dilators. At this point, it was possible to use pituitaries and then place an actual 10 trial and noted to be excellent and the surgery was progressed in a standard fashion with preparing of the end plates with pituitaries and rasps and then curettes and then placement of the interbody cage with bone morphogenic protein, a size 10. Once this was done, the wound was closed after the device was removed and noting absolutely that no impingement of nerves or any obvious bleeding was present. During the entire case, both anterior and posterior neuro monitoring with free running emg was done and was read remotely. The patient did extremely well. It was reported that it was a difficult case as secondary to bone graft actually stuck to the dura when doing the posterior aspect of the surgery , due to which a modifier secondary was added. On (B)(6) 2014 the patient underwent CT scan of abdomen, which demonstrated: no evidence of genitourinary calculus or obstruction; mild diffuse urinary bladder wall thickening vs. Under distention; mild thickening of the wall of the descending colon and sigmoid colon. The bowel is not optimally assessed; scattered colonic diverticulosis without diverticulitis; gallstone; postsurgical changes in the lumbar spine. The patient also underwent CT scan with IV and oral contrast which demonstrated: colonic diverticulosis without evidence of diverticulitis on that exam no appreciable wall thickening of the descending colon and sigmoid colon was noted. The appendix was unremarkable; 5 mm low attenuation lesion at the inferior aspect of the right hepatic lobe which was too small to accurately characterize. It could be a small hemangioma or cyst or other process; mild urinary bladder wall thickening; abdominal aorta was normal caliber with atherosclerotic calcifications; no significant lymphadenopathy was identified; again the degenerative changes in the spine were noted; the prostate gland measured 43 mm in maximal transverse dimension; the 6 mm calcified gallstone was again present without biliary duct dilatation or peri-cholecystic inflammatory changes. On (B)(6) 2014 the patient presented with weakness in his left arm compared to his right and for evaluation of severe pain in his neck that radiates into his left arm. The doctor¿s assessment were: acute neck pain with left radiculopathy, r/o herniated cervical disc, r/o left radiculitis; hx of lumbar disc disease, failed back syndrome; personal history colon polyps. On (B)(6) 2014 the patient presented with complaints of tick bite on his left forearm. Doctor¿s assessment were tick bite and neck pain. Findings: there appeared to be 1-2 mm of posterior displacement of c3 upon c4 and perhaps 2-3 mm of posterior displacement of c5 upon c6. Craniovertebral junction was normal. All cervical discs were desiccated. All were mildly narrowed with the exception of the c4-5 disc. On (B)(6) 2014 the patient underwent MRI of cervical spine without contrast open, due to neck pain left sided radiating to the left s houlder, symptoms for one month, left arm burning sensation radiating to all 5 fingers. On (B)(6) 2014 the patient presented with complaints of severe pain in the left lower quadrant of the abdomen that radiated into his back. Impressions: annual physical examination, pre-operative physical, lumbar disc disease, failed back syndrome, degenerative disc disease, chronic low back pain, degenerative arthritis knees, sip bilateral knee joint replacements, erectile dysfunction, vague lower abdominal pain/flank pain ¿ resolved, presbyopia, small ganglion cyst right wrist, pneumococcal prophylaxis, influenza prophylaxis

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.